Event description:
As reported by our affiliate in (B)(6), a 26mm sapien 3 ultra valve was deployed in the aortic position by the transfemoral approach. During the valve implant, a 'minimal' annular rupture occurred. The procedure was converted to surgery. The sapien 3 ultra valve was explanted, and a surgical valve was implanted. As per medical opinion, the perceived cause of the event was the inflation of the commander delivery system during valve deployment with nominal volume.

Manufacturer narrative:
The explanted sapien 3 ultra valve was discarded and not available for evaluation. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 ultra valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the exact cause of the reported annular rupture could not be determined. Investigation results suggest in addition to the procedure itself, patient factors not provided (gender, aged, valvular calcification) may have contributed to the annular rupture during valve deployment and the subsequent valve explant during the surgical repair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.